Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: bd received 6 samples and 1 photos from the customer for investigation. All customer samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes fill too much (tube "control" filled with 2.7 ml of water with a precise pipette). The blood tubes were collected with a sample body system ref 364815. I use "control" tubes to check the level of filling of citrate tubes (which is essential for hemostasis tests) and if the level is different, I must remake all my control tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes fill too much (tube "control" filled with 2.7 ml of water with a precise pipette). The blood tubes were collected with a sample body system ref (B)(4). I use "control" tubes to check the level of filling of citrate tubes (which is essential for hemostasis tests) and if the level is different, I must remake all my control tubes."